Manufacturer narrative:
The returned sensor was evaluated. Visual inspection revealed no physical damage. The sensor was found to have failed continuity testing. The failure was isolated to an open across the l1, r2 and CT electrodes. The sensor was returned used and could not be tested further.

Event description:
The customer reported: "patient seemed to be fully well anesthetized based upon other parameters such as vital signs, dosage of inhalation anesthetics, IV anesthetics, and the condition of patients who were undergoing for surgery. However psi went up too high up to around 80 without other signs of waking up or muscle movement emg." No patient impact or consequences were reported.